Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that on (B)(6) 2018, the meter ¿quit working¿, so she had replaced the batteries and after that the meter reverted to setup mode. At the start of the alleged issue, the patient managed her diabetes with insulin (sliding scale) and metformin oral medication. She reported that after the alleged issue began, she had been unable to test her blood glucose level for more than a month and had stopped taking insulin. She stated that she had gone to the urgent care clinic on (B)(6) 2019, where she was given insulin. She reported that at 3:30pm on (B)(6) 2019, she developed symptoms of ¿dizziness and hit floor face first¿. No treatment for these symptoms was reported. At the time of troubleshooting, the cca noted that the meter was not being used for the first time, and based on the information provided, there had been no misuse of the product. The patient confirmed that the issue had occurred after replacing or removing the batteries. The cca provided education on the issue and walked the patient through resolving the issue. The patient successfully obtained a result. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Dizziness and hit floor face first, after the alleged product issue began.